Event description:
It was reported that 3 bd ultra-fine¿ micro pen needles from lot 0112358, and 1 needle from an unspecified lot clogged during their injections and failed to deliver medication. The following information was provided by the initial reporter: "consumer reported needles clog during injection took consumer 3 pen needles for one injection this morning- consumer does not complete a flow check."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. A lot history review was carried out on lot#0112358 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0112358, medical device expiration date: 2025-04-30, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ micro pen needles from lot 0112358, and 1 needle from an unspecified lot clogged during their injections and failed to deliver medication. The following information was provided by the initial reporter: "consumer reported needles clog during injection took consumer 3 pen needles for one injection this morning- consumer does not complete a flow check."